Event description:
Note: the date of event is unknown. An ultraflex covered esophageal stent was successfully placed in a male patient (weight unknown) on january 10, 2007. According to the complainant, "the patient [went to] the hospital [date unknown] complaining of chest pain with respiratory problem[s]." Endoscopy revealed that "the esoph [a] gus [had] perforated." Several attempts to gather information regarding the treatment of the perforation and the status of the patient were made to no avail. Reportedly, the physician believes that the perforation may be a result "of the radiation therapy which the patient is under going."

Manufacturer narrative:
The device has been implanted; therefore, a device evaluation can not be performed. The relationship between the suspect device and the reported event is undetermined. A search of the complaint database revealed that no additional complaints have been reported on the pertinent lot. The november 2007 15-month ultraflex esophageal stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.